Manufacturer narrative:
B5: additional information received: it is reported the reason for the implant of the endurant cuff was a type IV endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. Due to the patient¿s short proximal neck, endoanchors were also deployed in the proximal seal zone. It was reported during the index procedure, a type iiib endoleak was observed in the main body stent graft (esbf2314c103ee). The suspected cause of the endoleak was possibly due to the endograft holes associated with sutures. To address this, an endurant cuff was implanted. No endoleaks were observed at the end of the procedure. The sponsor assessed the type iiib endoleak as related to the procedure and the device.